Event description:
It was reported that the needle broke during the surgery. The surgeon held the needle by the needle holder then the tip of the needle was broken. The tip remained in the needle holder, however it was not returned as a sample. There were no adverse pt consequence.